Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that crosstalk was observed when a patient presented after receiving a notification alert. The patient was asymptomatic. Programming changes were recommended.